Event description:
On (B)(6) 2013, a nurse from the hospital called technical support (ts) requesting stay safe caps for the pt. Upon further investigation, it was found the pt was in the hospital for suspected peritonitis. During a follow-up call with the pt's peritoneal dialysis nurse the pt was hospitalized from (B)(6) 2013. The pd nurse stated the hospital does not release discharge information to the clinic. Clinic progress notes have been requested but not received.

Manufacturer narrative:
This report is currently being investigated. As additional information is received, a supplemental report will be issued.